Event description:
A report was received that the patient experienced frequent ipg charging and the ipg was not working. The patient underwent an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient was doing well post operatively.the returned ipg was analyzed and the complaint could not be verified due to the device malfunction. Upon receiving, the device was no longer functioning due to u1 analog ic failure. The vital one second wake up signal was not detected from the device. Furthermore, the device exhibited excessive current leakage and low vh impedance value. It was reported that the patient uses the remote control to check the battery level of the ipg. This suggests that ipg communication can still be established prior the explant procedure. However, cis received a non functioning ipg, which had been severely damaged after the explant. Due to the device damage, the battery charge/discharge profile could not be retrieved for data analysis.

Event description:
A report was received that the patient experienced frequent ipg charging and the ipg was not working. The patient underwent an ipg replacement procedure.